Event description:
A customer reported that the equipment did not aspirate during a cataract with iol (intraocular lens) implant procedure. The case was completed with an alternate console, following a delay of less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).